Event description:
This spontaneous report was received on (B)(4) 2015 from a reporter reporting for a consumer (age and gender unspecified) from the united states identified by the reporter via an internet search. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer was injected with evolence collagen filler (frequency, lot number and expiration date unspecified) intradermally, for an unknown indication. After an unspecified duration, the consumer developed an unspecified reaction, which was described as swelling at the injection site. On an unspecified date, the consumer consulted a physician and underwent an unspecified surgery and developed bruising. After the surgery, the swelling improved and there were a few small scars left on the skin. The consumer was advised laser re-surfacing as further treatment. The action taken with the device was unknown. The event was resolving. All market distribution of the device was discontinued in 2009 and the manufacturer (colbar lifescience, ltd) had subsequently closed. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and the company causality was assessed as related.

Manufacturer narrative:
Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated (B)(4) 2010. This closes out this report unless other additional significant information is received.